Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip became loose after 24189 joules and 3 minutes of fiber use. The procedure was completed with a second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. During analysis of the fiber the tip could be seen protruding from the metal cap, indicating a glue failure, confirming the event. There was a severe amount of detritus (charred debris) seen at the tip of the fiber, which is caused by heavy tissue contact. There was also severe devitrification (crystallization of glass) at the laser output window, which is not to be considered as a failure. It is normal degradation of the fiber during use. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the glue failure. Based on analysis results, the interaction between the user and device caused or contributed to the identified glue failure. There is no information that the identified glue failure could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip became loose after 24189 joules and 3 minutes of fiber use. The procedure was completed with a second fiber. There were no patient complications.